Event description:
According to the reporter, during the stapling of sleeve and bypass cases, reload was used and there was great tension on the manual gun while firing. As soon as the surgeon notice the tension, it was decided to change the reload to black, thinking that it might be a problem with tissue thickness, and the reload worked fine with no issues. However, in the last two firings, the user decided to use the reload again, and the same issue occurred. The user then change the reload and it worked without any problem. After this, the user decided to use the same type with different lot number of reload, and it worked fine. It was also noted that for the reloads the staple line was incomplete proximally and was also resolved when reload was replaced. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2h0515y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2h0515y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2h0515y egia60axt - egia60axt egia60 artic extra thicksulu, lot# unknown egia60avm - egia60avm egia 60 artic vasc med sulu, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of sleeve and bypass cases, reload was used and there was great tension. The surgeon had to apply a lot of force to be able to squeeze the handle while firing. As soon as the surgeon noticed the tension, it was decided to change the reload to black, thinking that it might be a problem with tissue thickness, and the reload worked fine with no issues. However, in the last two firings, the user decided to use the reload again, and the same issue occurred. The user then changed the reload and it worked without any problem. After this, the user decided to use the same type with different lot number of reload, and it worked fine. It was also noted that for the reloads, the staple line was incomplete proximally and was also resolved when reload was replaced. Same handle was used.